Event description:
(B)(4). Device was provided by insurance. Three coils were implanted. However only one remains in my fallopian tube. The other 2 have migrated and perforated my uterus. They are now located in my abdomen.